Event description:
A pt complained of pain and discomfort approx eleven weeks after an anterior cervical plate surgery. Post-operative films showed that one of the cephalad screws of the single-level plate had partially backed out. Per the rptr, the surgeon is following the pt but was not planning a revision surgery.

Manufacturer narrative:
The device was not removed and therefore not available for eval. Because of the absence of a returned device a conclusion for the event cannot be determined. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.